Manufacturer narrative:
12 pen needles affected by event.

Event description:
Consumer reported found about 2 dozen pen needles from two different lot number. Unknown amount on each lot #. Needles would not prime. Noticed after removed from pen the non patient end needle to be bent. Lot # 3017179; lot # 3025239; catalog# unknown - 32g 4mm 2nd gen ; date of event: unknown; sample status awaiting sample.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. See medwatch completed section c form attached. Corrections made to sections d3 (country type & country) and h6 (type of investigation, investigation findings, & investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.